Manufacturer narrative:
The pacemaker and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing processes for the lead and the pacemaker were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The returned device data were inspected thoroughly. The rv impedance trend curve showed a gradual increase from 1400 ohms on october 17th, 2019 to greater than 2000 ohms at the end of the recorded period, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of lead and pacemaker themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
After 2 years, the impedance of the rv lead continued to increase, and the patient experienced syncope a few times.